Event description:
According to the initial report received via email on 07feb2025, "patient in the protect study experienced pericardial effusion treated with pericardial drainage on (B)(6) 2023. This investigation is relegated to amds (product code and lot number unknown) with an allegation that the device is unlikely related to pericardial effusion. Sequence number: 5 event onset date ¿28feb2023, is the event ongoing? No, event end date ¿ 14mar2023, was this event expected? No. Event: cardiovascular pericardial effusion describe event: pericardial effusion treated with pericardial drainage on (B)(6)2023, indicate relation to amds device? Unlikely, indicate relation to amds implant procedure definitely, did a pre-existing condition or the acute disease cause or contribute to the event? No. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes is the subject hospitalized due to this ae? No did device malfunction or deteriorate in characteristics or performance? No could this event have led to death or serious deterioration in health had suitable intervention not occurred? Yes did the subject exit the study? No event outcome ¿ resolved. Was there any treatment for the event? Yes"

Manufacturer narrative:
Please note hde number (B)(4). This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. According to the initial report received via email on (B)(6) 2025 patient in the protect study experienced pericardial effusion treated with pericardial drainage on (B)(6) 2023. This investigation is relegated to amds ((B)(4), lot number c2459613d) with an allegation that the device is unlikely related to pericardial effusion. Sequence number: 5. Event onset date ¿28feb2023. Is the event ongoing? No. Event end date ¿ (B)(6) 2023. Was this event expected? No. Event: cardiovascular. Pericardial effusion. Describe event: pericardial effusion treated with pericardial drainage on (B)(6) 2023 indicate relation to amds device? Unlikely. Indicate relation to amds implant procedure definitely. Did a pre-existing condition or the acute disease cause or contribute to the event? No. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes. Is the subject hospitalized due to this ae? No did device malfunction or deteriorate in characteristics or performance? No. Could this event have led to death or serious deterioration in health had suitable intervention not occurred? Yes. Did the subject exit the study? No. Event outcome ¿ resolved. Was there any treatment for the event? Yes. Additional information received 03/27/2025: would you be able to help with obtaining additional information for this protect study patient? Please provide the following information regarding the event on (B)(6) 2023: lot number:c2459613d. Treatment method/medical intervention: according to ecrf ¿surgical drainage of pericardial effusion¿ patient comorbidities: aneurysm of the ascending aorta; allergies to ass, nsar and diclofenac. CT images: yes, CT from (B)(6) 2023 is available. A sample evaluation was not performed as the device remains implanted. The manufacturing records for (B)(4), lot c2459613h (finished goods) and (B)(4) (sterile sub-assembly) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported on (B)(6) 2025 associated with a patient residing in germany and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is ¿unlikely¿ related to the amds device and ¿definitely¿ related to the implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is a 58-year-old male who had an amds 4030-de (serial #/lot #: (B)(6)) implanted on (B)(6) 2023 at (B)(6). Adverse event # 5 reported as a cardiovascular event categorized as ¿pericardial effusion¿, with an onset date of 28feb2023 (8 days post-op) and an end date of (B)(6) 2023. There was no reported pre-existing condition. The event led to the following serious adverse event: life threatening illness or injury, in-patient hospitalization or prolonged existing hospitalization and/or medical or surgical intervention to prevent permanent impairment of a body structure or function. The following treatment was provided: pericardial drainage on (B)(6) 2023. It is important to note that amds device was not removed, as there were no notable device malfunction or deterioration in characteristics or performance. Additional details from the patient¿s baseline data indicates a medical history or aneurysm of the ascending aorta and allergy to: ¿ass, nsar and doclofenac¿. The CT images were provided by the protect study team on (B)(6) 2025: the images were reviewed, and the following significant findings were documented: in the case of a pericardial effusion, the pericardium fills with fluid. Acute pericarditis is an acute inflammation of the pericardium that is often accompanied by exudation and, as a result, increased fluid accumulation in the pericardium (pericardial effusion). Preop (B)(6) 2023 -type a dissection discharge (B)(6) 2023 - true lumen stabilized - amds stent configuration without findings 3-6-mfu (B)(6) 2023 - device inconspicuous - pericardial effusion -type a dissection is nearly always accompanied by a pericardial effusion. -it is unlikely that the device is connected to the pericardial effusion. No additional information is forthcoming. Upon completing a review of the available information, the cause of the reported pericardial effusion is likely due to a retrograde dissection of the ascending aorta including the aortic root causing hemopericardium. Of note ¿dissection, perforation, or rupture of the aortic vessel & surrounding vasculature¿ and ¿hemorrhage/bleeding¿ are listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.